Event description:
Pt previously had surgery in 2007 and has had functional impairment since then. Dr. Noted pt reports pain interferes with sleep. (2007 insertion of hardware consisting of intramedullary hip screw). Unk if single-use device reused- not implanted here. Large screw above, small screw with no #s, screw w/ 8 threads on one end, screw w/ threads & solid pointed tip.